Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with an unknown textured gel implant left sided device extrusion post procedure. The bottom of the implant broke through the skin. As a result, the device was explanted in (B)(6) of 2021. In (B)(6) of 2021 new mentor gel implants were placed. The patient's primary left implant reported in a separate event under 1645337-2022-05650. The patient's replacement implants were reported in a separate event under 1645337-2022-05864 and 1645337-2022-05863. A set of implants placed after the replacement implants were reported in a separate event under 1645337-2022-05740 and 1645337-2022-05741.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).